Manufacturer narrative:
The "date of event" and "patient identifier" were not provided. The device has not been made available at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges traveling with aid, on flat ground, hit small bump which then caused the chair to pitch forward heaving him forward. He was caught by his seatbelt which then caused the chair to come forward landing on him as he landed on his knees, the footplate then scraped the back of his legs from his ankles to his calves. He was then assisted by two people who witnessed him fall, back on to his chair.

Manufacturer narrative:
The device was never returned for evaluation.

Event description:
Alleges traveling with aid, on flat ground, hit small bump which then caused the chair to pitch forward heaving him forward. He was caught by his seatbelt which then caused the chair to come forward landing on him. As he landed on his knees, the footplate then scraped the back of his legs from his ankles to his calves. He was then assisted by two people who witnessed him fall, back on to his chair.